Event description:
Patient on CPAP/ps, low mv alarm followed my disconnect alarm, no graphics/values displayed. Patient checked, still spontaneously breathing, suction catheter passed, still no indication of ventilator function. Mode switched to vc+/ac, ventilator not ventilating pt. Pt taken off of ventilator and bagged manually. Ventilator turned to stand-by and restarted, no change.